Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details and or the device are received at a later date a supplemental medwatch will be sent. Please describe what minor consequences did the patient suffer? What medical/surgical intervention was provided to manage the consequence? Was the needle removed from the patient during the same procedure? Was there any unexpected outcome or complication due to this issue resulting into alteration in treatment plan/post-op care? Patient's present condition

Event description:
It was reported a patient underwent a dental procedure on (B)(6) 2019 and suture was used. The needle pulled away from the thread and stayed in the gingiva of the patient. It was difficult to retrieve the needle because it was small. The needle was retrieved. Patient consequence not detailed. Additional information requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please describe what minor consequences did the patient suffer?: risk to lose the needle in the patient mouth. What medical/surgical intervention was provided to manage the consequence?: needle was found during the procedure. Was the needle removed from the patient during the same procedure?: yes. Was there any unexpected outcome or complication due to this issue resulting into alteration in treatment plan/post-op care?: no. Patient's present condition: perfect.